Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. No unexpected insulin flow blocked/no delivery alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The keypad voltage test. All buttons functioning properly. No moisture damage on the keypad or electronic assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021, the customer alleged hospitalized for pump over delivery, insulin flow blocked/no delivery alarm, and keypad unresponsive. History download was successful using thus and carelink upload was successful. In further full review in the pump history found no insulin flow blocked alarm on event date of (B)(6), 2021. However, on (B)(6), 2021, found multiple insulin flow blocked alarm in the pump history at 01:52:00 during basal delivery and 02:02:00 during basal delivery. Also, on the event date of (B)(6), 2021, found multiple bolus deliveries and the daily total of bolus insulin delivered are 9.15u. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected insulin flow blocked/no delivery alarm noted. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The keypad voltage test. All buttons functioning properly. No moisture damage on the keypad or electronic assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. Pump received with pillowing keypad overlay. In summary, pump passed all required testing. Customer alleged not confirmed for pump over delivery, insulin flow blocked/no delivery alarm, and keypad unresponsive. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin and they were in the hospital due to it. No further details provided about their hospital visit. Insulin pump alerted lot of no delivery alarm. Buttons were harder to push as well as made clicking sound. The insulin pump and reservoir will not be returned for analysis.